Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they are unable to clear the alarm or access the menu. Customer stated that the insulin pump may be exposed to moisture from sweat. Customer's current blood glucose reading is 251 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with moisture damage on keypad traces. All buttons function properly. No moisture damage noted on electronic assembly. Insulin pump received with cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked reservoir tube and cracked reservoir window noted during visual inspection.